Event description:
It was reported the patient had inadequate pain coverage for their leg pain. It was noted the implantable neurostimulator (ins) was not charged. It was noted the intervention was listed as schedule for explant. It was further noted the ins was interrogated on 2013-(B)(6) and found not to be charged. It was noted the etiology was the recharge process related to patient non-compliance with recharging schedule, possibly related to the device or therapy, and not related to the implant procedure. It was noted the patient symptoms included inadequate pain coverage for leg pain. It was further noted the patient was not charging the devices and wanted the device removed.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2009-(B)(6), product type lead product ID 3778-60, serial# (B)(4), implanted: 2009-(B)(6), product type lead product ID 37752, serial# (B)(4), implanted: 2009-(B)(6), product type recharger product ID 37743, serial# (B)(4), implanted: 2009-(B)(6), (B)(4).